Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1 was failed. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that half height cubie drawer 2.1 pocket a3 failed to open during recovery. The fse accessed the station through remote smart service and used the hardware test application to release and open the pocket lid. The fse reinserted the pocket and restarted the station, after which drawer recovery was completed successfully. The system functioned as intended after the field service engineer repaired the device.